Event description:
The customer contacted spacelabs healthcare to report that a xhibit central station did not audibly alarm for vtach however visual alarms were present. There was no patient or user harm associated with this event. In a review of the retrospective patient data, there was no evidence of a vtach alarm at the time reported by the customer. However, several high heart rate and extreme high heart rate alarms were seen. The customer biomed reported that all other alarm notifications were alarming both audibly and visually. As no malfunction was identified, cause of faillure could not be determined.